Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for torn label was not observed. The label is designed to have a herring bone cut. The label is still intact through the center providing tamper evidence and the reported ¿tear¿ is the perforation that allows for shield removal. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle the seal on the cap was compromised. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a torn closure tab. According to the customer's report, the sticker on the cap was found to be torn.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle the seal on the cap was compromised. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a torn closure tab. According to the customer's report, the sticker on the cap was found to be torn.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.